Event description:
It was reported the rv (right ventricular) impedance had been steadily rising since implant. Capture thresholds also increased. It was further reported that there was high impedance and that during the explant attempt, the screw mechanism on the lead would not go in all the way. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.